Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer reported they were having non-recoverable faults. The technical service engineer (tse) verified error 281 and 307 coming from remote arm controller (rac) 2 for master tool manipulator right (mtmr). Prior to calling in, the customer undocked the patient side cart (psc) and power cycled several times, but errors persisted. Also, the tse ran customer through a hard power cycle and epo of the system, but errors persisted. Tse informed caller that there was not any other troubleshooting that could be performed outside of having a second console or performing hard reboots. Caller stated site do not have a second sp console. Caller asked how to back away the system. Tse informed caller that they could back away the psc in stand alone mode. Caller then ended the call. It is unknown how the procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the mtm, rac1 and rac2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm failure analysis, and the reported failure was able to be reproduced during power up. During evaluation, errors 23 and 30 were observed during power up. The complaint was confirmed based on the failure analysis evaluation. Both he cfg-racs were evaluated but the reported failure could not reproduce. The racs were installed onto a pca test system, where it ran 10x. The system was power cycle and it sat idle for one hour. Unable to replicate the reported error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.